Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the pericardial effusion remains unknown. Vascular perforation is an inherent risk of any electrode placement.

Event description:
During a left-sided posterior accessory pathway ablation procedure, a pericardial effusion was noted on the posterior floor of the left atrium. The ablation catheter was advanced to the left atrium and multiple ablations were performed. The patient became hypotensive and an echocardiogram revealed a pericardial effusion. The patient was intubated and a pericardiocentesis was performed. The patient remained intubated and underwent therapeutic hypothermia for 24 hours. The patient was in stable condition at the time of this report. There were no performance issues noted with any sjm devices.